Event description:
The device was implanted on 12/9/1992. The device was explanted on 11/25/94. Solid fusion was found from l3 to s1; however, pseudorthrosis at l2-l3 was found. A broken screw was removed from s1.